Event description:
The customer reported unexpected messages in the event summary that suggested an incomplete electrical connection between the therapy cable and the defibrillator.

Manufacturer narrative:
The customer reported unexpected messages in the event summary that suggested an incomplete electrical connection between the therapy cable and the defibrillator. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.